Event description:
It was reported during an in-clinic follow-up, several high ventricular rate episodes were found that indicated over-sensed noise on the right ventricular (rv) lead. The rv lead was explanted, and a new rv lead was implanted. The patient was stable.